Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient visited the emergency room, and it was discovered that they had an infection in the scalp area. The patient underwent an explant procedure where the implantable pulse generator (ipg) and two leads were removed. The patient was administered antibiotics. The patient was doing well post-operatively. The explanted devices were retained by the facility.